Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/09/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent ventral hernia repair on an unknown date in 2020 and the absorbable straps were used. It was reported that the handle was stuck in and the operating room staff was able to get it unstuck. It was also reported that after getting the device unstuck, the device was firing very rough and not tacking properly. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/20/2020 corrected information: d3, g1, g2 additional information: d4, d10, h4 h3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended and 9 straps were found inside cannula shaft. In addition, the ratchet pawl was found excessive wear and tear. No conclusion could be reached as to what may have caused the reported incident.